Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure (batch no. Heo11at) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth (vaginal birth), fall, fractured ribs, pancreatitis and sepsis secondary. On (B)(6) 2016 the patient had essure inserted. In 2019, the patient experienced chronic obstructive pulmonary disease ("copd chronic obstructive pulmonary disease"). On (B)(6) 2021 the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe pain in the lower abdomen (under the navel)"), swelling ("swelling in the pelvic region"), bladder pain ("bladder pain"), fatigue ("chronic fatigue"), dry mouth ("dryness (mouth)"), insomnia ("sleep difficulties"), renal pain ("kidney pain"), migraine ("migraine / persistent migraines"), otitis externa ("ear canal infection"), tinnitus ("tinnitus"), vertigo ("vertigo"), dysphonia ("dysphonia (voice disorder)"), thirst ("excessive thirst"), wheezing ("wheezing"), hypertonic bladder ("urinary disturbances (more than 6 a day and at least 3 at night)"), breast tenderness ("tender breasts"), nausea ("nausea"), tachycardia ("heart rhythm disorder (tachycardia)"), cardiovascular disorder ("poor blood circulation (cold and white hands and feet)"), abdominal pain upper ("gastric pain"), abdominal distension ("bloating"), balance disorder ("impaired balance"), paraesthesia ("paraesthesia (tingling in the extremities)"), feeling hot ("sudden heat sensation"), presyncope ("vasovagal episode"), alopecia ("abnormal significant hair loss"), visual impairment ("visual disturbances"), diplopia ("double vision"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), arthralgia ("painful joints and ligaments (pelvis, hips, etc.)"), neck pain ("neck pain"), back pain ("back pain (l4-l5 vertebrae)"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for a long time") and dyspnoea ("exertional dyspnoea for several weeks stage 3 with nocturnal palpitations waking her up, in the form of rapid beats, lasting several minutes"). The patient was treated with surgery (total hysterectomy by laparoscopy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain lower, swelling, bladder pain, fatigue, dry mouth, insomnia, renal pain, migraine, otitis externa, tinnitus, vertigo, dysphonia, thirst, wheezing, hypertonic bladder, breast tenderness, nausea, tachycardia, cardiovascular disorder, abdominal pain upper, abdominal distension, balance disorder, paraesthesia, feeling hot, presyncope, alopecia, visual impairment, diplopia, vision blurred, arthralgia, neck pain, back pain, musculoskeletal stiffness and gait disturbance had not resolved and the chronic obstructive pulmonary disease and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, balance disorder, bladder pain, breast tenderness, cardiovascular disorder, chronic obstructive pulmonary disease, diplopia, dry mouth, dysphonia, dyspnoea, fatigue, feeling hot, gait disturbance, hypertonic bladder, insomnia, migraine, musculoskeletal stiffness, nausea, neck pain, otitis externa, paraesthesia, pelvic pain, presyncope, renal pain, swelling, tachycardia, thirst, tinnitus, vertigo, vision blurred, visual impairment and wheezing with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Computerised tomogram - on (B)(6) 2021: urinary CT-scan (uroscan) for right renal colic: no dilation of the right renal pelvicalyceal cavities. No visible intrarenal or ureteral calculus. No ureteral dilation. Normal morphological appearance of the left kidney and the left ureter. No other anomaly detectable on this scan that could explain the painful symptomatology.. Heavy metal test - on (B)(6) 2022: no identifiable reaction (chromium, nickel, cobalt, platinum). Ultrasound scan - on (B)(6) 2021: small right pelvic stone. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-apr-2022. The most recent information was received on 11-may-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 50-year-old female patient who had essure (batch no. He011at) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth (vaginal birth), fall, fractured ribs, pancreatitis and sepsis secondary. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced chronic obstructive pulmonary disease ("copd chronic obstructive pulmonary disease"). On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe pain in the lower abdomen (under the navel)"), swelling ("swelling in the pelvic region"), bladder pain ("bladder pain"), fatigue ("chronic fatigue"), dry mouth ("dryness (mouth)"), insomnia ("sleep difficulties"), renal pain ("kidney pain"), migraine ("migraine / persistent migraines"), otitis externa ("ear canal infection"), tinnitus ("tinnitus"), vertigo ("vertigo"), dysphonia ("dysphonia (voice disorder)"), thirst ("excessive thirst"), wheezing ("wheezing"), hypertonic bladder ("urinary disturbances (more than 6 a day and at least 3 at night)"), breast tenderness ("tender breasts"), nausea ("nausea"), tachycardia ("heart rhythm disorder (tachycardia)"), poor peripheral circulation ("poor blood circulation (cold and white hands and feet)"), abdominal pain upper ("gastric pain"), abdominal distension ("bloating"), balance disorder ("impaired balance"), paraesthesia ("paraesthesia (tingling in the extremities)"), feeling hot ("sudden heat sensation"), presyncope ("vasovagal episode"), alopecia ("abnormal significant hair loss"), visual impairment ("visual disturbances"), diplopia ("double vision"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), arthralgia ("painful joints and ligaments (pelvis, hips, etc.)"), neck pain ("neck pain"), back pain ("back pain (l4-l5 vertebrae)"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for a long time") and dyspnoea exertional ("exertional dyspnoea for several weeks stage 3 with nocturnal palpitations waking her up, in the form of rapid beats, lasting several minutes"). The patient was treated with surgery (total hysterectomy by laparoscopy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain lower, swelling, bladder pain, fatigue, dry mouth, insomnia, renal pain, migraine, otitis externa, tinnitus, vertigo, dysphonia, thirst, wheezing, hypertonic bladder, breast tenderness, nausea, tachycardia, poor peripheral circulation, abdominal pain upper, abdominal distension, balance disorder, paraesthesia, feeling hot, presyncope, alopecia, visual impairment, diplopia, vision blurred, arthralgia, neck pain, back pain, musculoskeletal stiffness and gait disturbance had not resolved and the chronic obstructive pulmonary disease and dyspnoea exertional outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, balance disorder, bladder pain, breast tenderness, chronic obstructive pulmonary disease, diplopia, dry mouth, dysphonia, dyspnoea exertional, fatigue, feeling hot, gait disturbance, hypertonic bladder, insomnia, migraine, musculoskeletal stiffness, nausea, neck pain, otitis externa, paraesthesia, pelvic pain, poor peripheral circulation, presyncope, renal pain, swelling, tachycardia, thirst, tinnitus, vertigo, vision blurred, visual impairment and wheezing with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Computerised tomogram - on (B)(6) 2021: urinary CT-scan (uroscan) for right renal colic: no dilation of the right renal pelvicalyceal cavities. No visible intrarenal or ureteral calculus. No ureteral dilation. Normal morphological appearance of the left kidney and the left ureter. No other anomaly detectable on this scan that could explain the painful symptomatology. Heavy metal test - on (B)(6) 2022: no identifiable reaction (chromium, nickel, cobalt, platinum). Ultrasound scan - on (B)(6) 2021: small right pelvic stone. Batch no: he011at, production date: 2015-10-16, and expiration date: 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2022: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.